Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade iii "so bad that it looks like leather on the devices", 'pushing toward armpits,' 'hardness' and patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii "so bad that it looks like leather on the devices", 'pushing toward armpits,' 'hardness' and exchange due to the patient concern with the product. Device has been explanted.

Event description:
Additionally, healthcare professional reported "rippling."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease fold, deformation, wear abrasion, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., g.3., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii "so bad that it looks like leather on the devices", "pushing toward armpits'", "hardness" and exchange due to the patient's concern with the product. Additionally, healthcare professional reported "ripples". Device has been explanted.